Event description:
It was reported that ¿three different nerve locators were used during the case and all three locators didn't work properly.¿ ¿attempts to directly stimulate the directly visualized spinal accessory nerve did not stimulate the nerve after confirming with anesthesia that the patient does not have neuromuscular blockade. The third device that we opened worked, but the first two did not.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: product analysis is not available; the devices were discarded by user facility and will not be returned for evaluation. Method: no testing methods performed .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.